Event description:
The customer reported that the insulin pump was not rewinding properly. She stated that it will stop before rewind is completed and then started rewinding again. Performed the displacement test and the test failed. The blood glucose reading at time of call was 156mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.